Event description:
The implant stopped functioning a day after the patient fell and struck their head. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery is yet to be scheduled. The healthcare preofessional has been informed that the explanted device should be returned to cochlear ltd.